Manufacturer narrative:
Initial emdr submission: customer states sample is available. Ups label and biohazard kit provided to customer. Awaiting for the sample return. If any additional information becomes available a follow up submission will be filed. (B)(4).

Event description:
The cartridge is becoming disconnected from the IV line and leaking. It is happening only in preop. Product was used on a patient, there was no patient harm.

Manufacturer narrative:
Follow up submission: the cartridge sample was received and had been assembled by the customer with a carefusion alaris part number 10796814. A leak test was performed on the pre-assembled set received from the customer. This showed a significant leak at the luer connection between the cartridge and the attached set. The set was then disassembled and tested individually and passed all leak tests. The cartridge was reassembled several times and retested and the reported leak could not be reproduced. The cause of the original leak could not be determined as all testing proved to be inconsistent and there was no fault found with the cartridge. The reported issue may have occurred as a result of incorrect assembly due to the only leak reproduced occurred with the initial assembly of the sample upon receipt. The customer was provided with instructions for assembly and a copy of the enflow system manual to help prevent future occurrences.